Event description:
The pt reported that she was injected with radiesse dermal filler. She then had a ischemic event. There was necrosis on her left cheek due to blocked blood flow. The pt is attributing this to the radiesse. The pt states that the physician assistant did not recognize the event immediately. Further info such as date of injection, amount of injection, injection site(s), name of injector or name of injecting facility have not been provided by the pt.

Manufacturer narrative:
(B)(4). The pt (reporter of this event) has not responded to requests for further info. Thus the outcome is unknown. The device history records for radiesse lot were not reviewed as the lot number was unknown.